Manufacturer narrative:
H6: evaluation codes updated device evaluation: one sample was received. A visual inspection found that plastic was covering the wires on the phone jack. The failure mode was confirmed. The cause of the device electrical failure could be related to the plastic that was found covering the wires on the phone jack. No discrepancies or anomalies were observed during the manufacturing of this lot.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated in the report that waveforms were not displayed. There was no patient involvement and no patient harm/adverse event reported.